Event description:
The customer reported that the ventilator will not power on. The customer reported that the unit was not in use on patient.

Manufacturer narrative:
Date of report: 20sep2018. Date of manufacturer: 11jun2018. A gas delivery system (gds) was returned for analysis. Failure analysis on the returned gds shows that this gds system failure was caused by a shorted cap c7 (22uf 25v ceramic cap). Replacement of c7 corrected the failure with no other errors identified.